Manufacturer narrative:
The subject device was returned and evaluated by olympus. The phenomenon was confirmed. During inspection, additional issues found were: a leak at the distal end due to a broken plastic distal end cover, insertion tube buckle, low angulation, and play within the control knob. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the device had a broken sheath with exposed metal, which was found during preparation for use. No patient harm or injury reported.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.